Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on 05sep2024 that a shower bag was in use and was used appropriately. The system controller remained in use as it did not get wet. The patient did not experience any adverse effects.

Manufacturer narrative:
Section d4: manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the 14 v batteries and battery clips were submerged while the patient was showering in the hospital. There were no alarms and no patient consequences.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress issue could not be confirmed through this evaluation. It was reported by the patient that equipment was in contact with water during a shower. 14v battery (serial # (B)(6) ) was replaced and returned to the local office in japan. Additional information reported the 14v battery will not be returned due to shipping regulation. It was reported the patient did not experience any adverse effect. A root cause that led to the fluid ingress issue could not be determined. The complaint does not meet the requirement of the investigation procedure for a review of the device history records. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 8, equipment storage and care, general cleaning guidelines for all equipment. Use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning: do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Heartmate 3 instructions for use rev a, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 8, equipment storage and care, general cleaning guidelines for all equipment. Use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning: do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.